Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new cochlear device during the same surgery. This report is filed may 6, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, a device problem was detected during the patient's clinical visit, however, no recipient symptoms or performance issues were reported. The implanted device remains.

Manufacturer narrative:
This report is filed on july 11, 2016.